Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient experienced blurry vision. The lens was exchanged in a secondary procedure. Clinical reason for the explant was myopic surprise.

Manufacturer narrative:
The sample product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).